Event description:
It was reported that the patient felt dizziness and the patient's heart rate had dropped below the programmed rate of the implantable pulse generator (ipg) device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.